Event description:
A supplies manager reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, a nurse indicated that the leak occurred immediately at starting the hemodialysis (hd) treatment. The nurse explained that the leak was visually seen in the hansen. The blood leak was described as being an internal blood leak. A fresenius 2008k machine was being used and did alarm with a blood leak alarm. Fresenius bloodlines were being used. Blood leak test strips were used and tested positive for the presence of blood. There was no indication of seeing damage noted on the dialyzer. There was patient blood loss estimated to be 100cc. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient finished treatment on same machine with new supplies. The device was not indicated as being able to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.